Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat functional mitral regurgitation (mr). On (B)(6) 2017, a second mitraclip procedure was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A complete review of the lot history could not be performed because the lot number was not reported and the product was not returned for analysis. Mitral regurgitation worsened due to disease progression. The event was previously reported; therefore, it remains reportable. There is no indication of a product quality issue with respect to manufacture, design or labeling. No further investigation required.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was provided: after the initial mitraclip procedure was performed, the patient returned on an un-specified date with increased mitral regurgitation (mr), with a grade of 3. The initial clip was confirmed to be secure to both leaflets, and there was no leaflet or chordal damage noted. In the physicians opinion, the increased mr was due to progression of disease. On (B)(6) 2017, a second mitraclip procedure was performed. One clip was implanted, reducing the mr from 3 to 2. As this was previously reported, the event must remain reportable. No additional information was provided.